Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in numerous inappropriate shocks. The lead also had high out-of-range pacing impedance measurements. Surgical intervention was performed and the lead was capped and replaced without incident. No additional adverse patient effects were reported.